Event description:
Boston scientific crm received information that one day post implant, this right atrial (ra) lead was found to be dislodged. It was revised and repositioned without further issue. A portion of the lead was returned but no out of service date was provided. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6.5cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.